Manufacturer narrative:
The tech found the side rail is missing the latch bushing. The tech replaced the side rail bushing to resolve the issue.

Event description:
The tech alleged that the side rail would not stay in the raised position. No pt impact.